Event description:
Per the physician, the patient was explanted in 2009, due to an infection. No information was provided on reimplantation. Further information has been requested but was not available at the time of this report september 16, 2009.